Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3mg/ml dilaudid at 0.24mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp tried to aspirate through the side port in the clinic but was unable to do so. The hcp also tried to aspirate directly from the catheter in surgery. The pump segment of the catheter was removed and replaced. The old collet connector was also removed and replaced with a new one. It was reported that the issue was resolved at the time of the report. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.